Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date post index procedure, transesophageal echocardiogram imaging revealed a leak around the closure device. No further details were provided. It was further reported the implant was a 27mm watchman flx pro closure device. A computed tomography scan revealed the leak around the closure device versus transesophageal echocardiogram. It was further clarified that the leak was less than 5mm. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0035109964. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal. Risk review a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
A1-a3: patient identifier, date of birth, gender all updated. B6: information added. D1: brand name updated. D4: detailed product information all updated.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date post index procedure, transesophageal echocardiogram imaging revealed a leak around the closure device. No further details were provided. It was further reported the implant was a 27mm watchman flx pro closure device. A computed tomography scan revealed the leak around the closure device versus transesophageal echocardiogram.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date post index procedure, transesophageal echocardiogram imaging revealed a leak around the closure device. No further details were provided. It was further reported the implant was a 27mm watchman flx pro closure device. A computed tomography scan revealed the leak around the closure device versus transesophageal echocardiogram. It was further clarified that the leak was less than 5mm. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. At an unknown date post index procedure, transesophageal echocardiogram imaging revealed a leak around the closure device. No further details were provided.